Event description:
It was reported that during a da vinci hysterectomy procedure the surgeon accidentally cut the patient's hypogastric nerve. The procedure was converted to traditional open surgical techniques to complete the planned procedure and repair the patient's hypogastric nerve. No system malfunction occurred.

Manufacturer narrative:
Based on the information provided by hospital, it was determined that the da vinci surgical system worked as intended, no system malfunction occurred and the system did not cause or contribute to the patient's injury.